Event description:
The customer stated: ¿the neuro patte in the spine pack was found without a string or x-ray strip in it. Samples provided: our customer has indicated that sample is pending. We will forward upon receipt. On 10/31/2014 additional information from the customer stated: no mention of delay in the report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that a test was performed on the automated pattie machine to see if a double stacked pattie could be ultrasonically welded, inspected and placed on a card. The machine caught the additional pattie in every attempt we made. A test where the pattie was not caught at the "nest clean" and the future operations were allowed to run and they were not able to operate correctly casing errors and stopping the machine. A test was performed where we created an error at the cottonoid cutting station and the automated pattie machine automatically rejected the next two cycles and then started production again. This is actually something written into the program that worked properly. As a result, no direct answer to this complaint was found during the testing. No direct answer to this complaint was found during the testing. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.